Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had screen flicking and gas lost in iabp circuit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse), was dispatched to evaluate the iabp unit. And the fse found catheter restriction error. Followed by iab gas loss error, suspect fault on balloon. All manifold tested pass, without any error. Found user repeating send cmd error. Suspect user tried to press iab fill, while the screen is locked. Fse unable to reproduce screen glitching and iab gas loss error. Unit tested pass, iaw factory spec. User to monitor if other issue arise. Unit is safe to use and handed to user.